Manufacturer narrative:
This complaint of a leak in the catheter is confirmed. According to the notes contained in this file "the small slit was similar to a blow out in tire. "During functional testing a spraying leak was observed emanating at the 4 cm depth marker. The leak site is < 0.4 inches in length. The split edges are sharp and traverse in a straight line. The tubing surrounding the leak site is unremarkable. Applying tension causes the edges to gape revealing uniformed walls. It is not known the indwell time prior to complaint incident. At this time the mechanism of damage to the catheter is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lhr of revc0273 showed no other similar product complaint(s) from this lot number.

Event description:
Rupture / break at the 4cm mark. On (B)(6) 2011 - additional information: "the damage to the catheter was a tear. The small slit was similar to a blow out in tire. The slit was perpendicular to the cm marks. The catheter was secured out at approximately 4 cm mark. When I pulled out the catheter to exchange the line over a wire, I could easily see the triangular shape bump in tubing. No part of the catheter migrated. It was removed by me. The leak was not visible on skin inspection. When I pulled it out less than a cm I could see it clearly. There was not a subcutaneous build up of fluid it was draining out into tegaderm. There was a cat scan done a few hours before the leak started and they injected per protocol for power PICC.